Event description:
It was reported that the 9800 system is stuck in the mag I mode (image intensifier would not change to different mag modes). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, identified the need to reseat ics on the fluoro function board. Reseated the ics. The system was tested and found to be working as intended and placed back into service.